Event description:
It was reported that the patient, implanted with this right atrial (ra) lead and right ventricular (rv) lead, was seen in-clinic for a device check. The rv lead was operating as expected, however, there was ra lead noise observed in-clinic. The following week, the patient presented to the emergency room (ER) due to syncope. It was determined that there was crosstalk over-sensing of atrial activity on the rv channel and pacing inhibition while in doo. The device was pacing in the ra and rv at 60 beats per minute (bpm), and atrial sensing was programmed off. Rv impedances were stable, and ra pace impedance measurements had fallen to less than 200 ohms in (B)(6) 2024. These leads remain in service, and the patient was sent home with a heart monitor. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).